Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was providing inconsistent stimulation and turn off on its own as well as intermittent communication issues. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.